Manufacturer narrative:
Malfunction was confirmed and root cause was attributed to a manufacturing deficiency. A corrective and preventative action (CAPA) was initiated to address the issue.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the user was made aware that the sensor has to be removed due to early sensor retirement.